Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this patient received an external shock for atrial fibrillation. The pacemaker stopped pacing momentarily. The physician would like to know if the pacemaker is ok and still functioning properly. No dates were provided. The device remains implanted.